Event description:
It was reported that the nail folded at the 4-month post-operative control resulting in a revision surgery.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received nail was found to be bent from the shaft region around middle. No major marks or signs were observed around the bend region indicating that no external force was applied to bend it prior to insertion. Upon reviewing the ap & ml view w.r.t. The drawing, the abnormal bend was confirmed. Dimensional inspection indicates that the device is within the specifications. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The above investigation reveals two aspects of this case. Manufacturing & design wise, there was no anomaly found. As per the manufacturing documents, 100 of the devices from the lot were inspected for all the critical dimensions. No deviation from the specifications was noticed. From the use aspect, a bend in the nail as significant as in this case, can be easily identified during insertion. Also, bending initially can be observed through follow-up x-rays. With such a bend, insertion of the nail inside the im canal would be evidently very difficult. It can be said that due to some remarkable circumstances the nail bent post-operatively, the exact reason of which cannot be determined as more details like patient details, x-rays etc are needed for a proper evaluation and finding the root cause. The instructions for use clearly suggests the user that: "conditions attributable to non-union, osteoporosis, osteomalicia, diabetes, inhibited revascularization and poor bone formation can cause loosening, bending, cracking, fracture of the device or premature loss of rigid fixation with the bone.¿ if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail folded at the 4-month post-operative control resulting in a revision surgery.